Manufacturer narrative:
Per the clinic, the device was explanted because the stimulator body had extruded. This report is submitted on june 29, 2020.

Manufacturer narrative:
This report is submitted on 13 august 2020. (B)(4).

Manufacturer narrative:
This report is submitted on 21 may 2020.

Event description:
Per the clinic, the patient experienced pain at implant site, subsequently the device was explanted on (B)(6) 2020. The patient was re-implanted with a new device during the same surgery.